Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a outside of a procedure. It was reported that the battery charge level depleted to 0% and the voltage decreased from 56v to 9v over the course of 2 weeks. The system has been plugged in for the duration. No patient was present at the time of the event.